Event description:
It was reported that the surgeon inserted a three piece collamer lens model cq2015 and realized the lens tore and removed the lens without enlarging the incision and put in another same model lens. It was reported that the lens was damaged during loading. No patient injury.

Manufacturer narrative:
.